Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The infection was not believed to be device related. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was treated with antibiotics (type unknown) and discontinued device use.